Event description:
It was reported that the patient presented in clinic for follow up with generator at back up vvi. Due to low battery status, device could not be interrogated. The device was explanted and replaced on (B)(6) 2017 as the battery had reached end of life. Patient was stable before, during and after the procedure.